Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. The device remained implanted. The patient was fine.

Event description:
New information on (B)(6) 2014 indicates the device continues to exhibit undersensing. The device was reprogrammed.